Manufacturer narrative:
(B)(4). Batch # u5cw9k. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received with the left gripping surface damaged. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly c the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the reload was received fully fired. The condition of gripping surface is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number u5cw9k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the unknown surgery, could not fire. Changed another reload and still got the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.